Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample in the reported event, as the package was not returned to us. The photograph was reviewed. The photo shows what appears to be pin-holes in the outer corrugate carton. The holes do not appear large enough to affect the product inside the carton. The interior packages were not returned nor were photographs provided. The complaint cannot be confirmed based on the photograph only. The packaging records were reviewed and no discrepancies were found during the packaging process.

Event description:
It was reported that prior to an unknown procedure two pin holes were found on the outer box. Distance between two holes on the box is about 1.5cm and the holes are through the box layer. The sterile status of inner product could not be confirmed.